Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of failed safety mechanism deployment is confirmed, use related. The product returned is one accucath 18 g 2.25 catheter assembly. Blood residue is present within the sample. The safety has been deployed and the needle has retracted approximately 5-10mm. The catheter is installed, majorly deformed, and partially advanced. The guidewire is fully retracted. Manipulation of the guidewire results in equal movement of the needle and catheter. With major resistance, the catheter was removed, revealing the guidewire curled out of the flash port in the needle. Manipulation of the guidewire after catheter removal reveals a continued equal movement of the needle and guidewire as a unit. As the guidewire has been sheared, extensive use residue is present and the guidewire has been advanced out of the flash port, the complaint is confirmed, use related. The IFU instructs that the guidewire be advanced and retracted prior to use and that the tip of the guidewire should be inspected prior to use.

Event description:
Facility reported to the sales rep "safety did not actuate and needle appeared bent after removal from the patient". No other information was provided. On 4/21/2017 - the returned sample showed the guidewire protruding through the needle flash point instead of the needle bevel., causing the reported problem with the safety mechanism. The sample shows evidence that the tip of the guidewire has been sheared off.